Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The ccc specialist reviewed the error log for the time period the sample was run and there were no errors. The ccc confirmed that monthly maintenance had been performed earlier in (B)(6). The wash probes were styletted and the cassettes replaced during the monthly maintenance. The customer stated that they used a stat spin centrifuge to spin down the sample and they did observe something floating in the sample. The customer believed the imprecise results were due to a sample integrity issue and did not want to provide further information. The cause of the imprecise troponin results is unknown. This instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Imprecise troponin results were obtained on one patient sample on a dimension exl w/lm instrument. The patient sample was run three times on the same instrument, and the results did not match. The operator stated they then ran the sample several more times and the results matched the result from the third time the sample was tested. The operator contacted the physician and provided all three results. The operator did not issue a report with the results, as they were not confident that any of the results were correct. The patient was redrawn and the new sample was tested on the same instrument. The redraw sample result was reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the imprecise troponin results.

Manufacturer narrative:
The initial MDR 2517506-2018-00105 was filed on 19-feb-2018. Additional information (21-mar-2018): a siemens headquarters support center (hsc) specialist reviewed the instrument data. In section relevant tests/lab data of the initial MDR, it states, "the operator stated they ran the sample several more times and the results were around 0.8 ng/ml." The hsc specialist was able to locate the additional results from the patient sample and section relevant tests/lab data has been updated with the results. The hsc specialist determined that no other patient samples or quality control samples demonstrated variance in results and there were no mechanical issues that could be identified. The hsc specialist concluded that the cause of the imprecise troponin results was on one patient sample was sample handling.